Event description:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was overheating and smells like burning plastic. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP unit was overheating and smells like burning plastic. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed a corrosion type substance on the water tank pan. The ui panel was observed to have burn marks on the underside of the lcd panel. Evidence of liquid ingress was observed on the top enclosure and the iso port. An unknown dust contaminant was observed on the top enclosure. The iso port was observed to have burn marks and a melting appearance to it. The pca was observed to have corrosion and burn marks on it around the q3, q4, r153, and surrounding areas, suggesting liquid ingress to it. The issue of liquid ingress to the pca has been previously investigated. A discoloration was observed on the inlet/outlet seal. A corrosion type substance was observed on the brass nut of the blower. Evidence of liquid ingress was observed on the blower, blower box, and bottom enclosure. An unknown dust contaminant was observed on the heater plate. Evidence of liquid ingress was observed on the heater plate and the plate spring. The heater plate spring had a discoloration appearance to it. Pil is able to confirm the complaint of a burning smell. The unit was scrapped. In box d: device available for eval and date returned to mfg has been updated. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.